Event description:
It was reported an 840 ventilator generated a device alert. Although requested, information pertaining to the use of the device at the time of the reported event and patient outcome (if applicable) has not been provided. A non-medtronic/covidien service provider inspected the device and confirmed the device alert. Service provider performed an est (extended self test), sst (short self test) and calibration successfully and the ventilator is back in operation. Medtronic/covidien was not authorized to repair the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator is not on a patient at the time of the reported event.